Event description:
It was reported that the patient presented in-clinic after receiving multiple inappropriate hv therapies due to noise. The lead was explanted and replaced. Patient was fine.

Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 14.4-15.8cm from the connector pi, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of noise and inappropriate therapy delivery.